Event description:
It was reported that when the patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing on ventricular channel. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.